Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient received two scs systems on (B) (6) 2006, one ipg implanted in her left hip and the other ipg placed in her right hip about 16 inches away. It was reported that the patient began noticing she was receiving intermittent stimulation from one ipg that the ipg appeared to turn itself off and on. The physician explanted the ipg on (B) (6) 2009. There is no further information available. There are no further issues reported for this patient.